Event description:
The customer reported to baxter a clearlink system extension set in which the set separated at the y-site closest to the patient. According to the report, a nurse started an infusion of lactated ringers on a patient, and 3-4 hours later the patient called out saying the set came apart resulting in a blood spill. The set was switched out and the infusion went on normally. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the bottom half of the set below the outlet port of the first y-site was missing. A visual inspection of the interior of the y-site outlet port showed little or no solvent bond residue on the interior wall. The remaining bonded connections at the female luer and the inlet port of the first y-site were pull tested with no separation observed. Since the separated tubing section was not returned with the rest of the sample, it is not possible to check the insertion depth and to visually inspect the tubing end for solvent residue. Based on these findings, the reported condition will be confirmed. The root cause of this condition was attributed to human error - line operator did not fully insert the tubing into the y-site inlet port during assembly. The line associates and quality personnel of this IV production line were notified of this complaint. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.